Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned with no information and additional information was unable to be obtained. The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.